Manufacturer narrative:
On 29 february 2016 it was prepared a final report with the information already submitted in the previous reports.on 10 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 december 2015: lot 081519: (B)(4) items manufactured and released on 30 june 2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
A couple of years before this report, the patient started having chronic pain in her left knee. The patient visited the surgeon and he detected that the patient had aseptic loosening of the tibial baseplate. The surgeon is planning a revision surgery in (B)(6) 2016. His pre-operative plan is to revise the insert, the tibial baseplate using a longer stem and the patella will be probably replaced. X-rays were not available.

Manufacturer narrative:
Additional information received on 08 january 2016 and includes: this patient had a revision scheduled for (B)(6) and it was completed. On (B)(6) 2016 the surgeon revised the patient. He removed the baseplate and put in a new one with a stem. He also put in a evolis insert and resurfaced the patella. The surgery was completed successfully. The explants will not be available.